Event description:
Event description cpi received information that following a fall, this patient presented to the clinic. Interrogation of the implantable cardioverter defibrillator (ICD) noted an error code, indicating an 'open lead' condition. Evaluation of electrograms indicated that the ICD sensed, but may not have delivered therapy for two episodes of ventricular fibrillation. The physician performed an an invasive procedure and elected to remove the patient's two myocardial leads, and two patch leads, from service. The ICD remains implanted.